Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) confirmed that customer resolved the issue and no further investigation required for this device. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es mamh-6781b displayed a black screen and prompted for an administrator password. Remote smart service showed the station as offline. The nurse attempted to unplug and reconnect the main power cable; however, there was no light or sound from the device, and the unit remained unresponsive, indicated a device malfunction. However, there were no delays or adverse events or injuries reported based on this event.